Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were in range on the day the event occurred and there were no integrated multi-sensor technology (imt) errors during the sample processing. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced and aligned the imt pump tubing as it was not levelled, causing the pump rate to read higher than normal. The cse replaced the diluent pump motor and screw because the male connector hook was broken. The customer had used para-film to hold the two connectors together. The cse ran precision, resulting within specifications. The cse ran quality control (qc), which passed. The cse ran random patient samples as comparison studies, resulting within specifications. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.